Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as 25-30 ml of cleaner that leaked onto the counter. The source of the leak was not determined by the customer. The operator was running quality control samples when the leak was identified. The results of the quality control were low for the hemoglobin, white blood cell (wbc), red blood cell (rbc) and hematocrit parameters. Patient samples were not tested after the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced solenoid lv14 which controls the drain of the wbc (white blood cell) bath. The instrument ran without leaks or errors. The repairs were verified per established procedures. (B)(4).